Event description:
The customer reported that the screen goes blank with white streaks at the top of the screen. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane, high voltage cable, and the image intensifier power supply. System operates as intended. (B) (4).